Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 a 25 mm amplatzer amulet left atrial appendage occluder (laao) was selected for implant using a 14f torqvue sheath for a left atrial appendage (laa) closure. Transseptal access was inferior and mid. During the procedure, heparin was administered. One manipulation was completed and a tug test was performed. The device was implanted. On (B)(6) 2026, the patient was noted to have a small circumferential pericardial effusion and was treated with colchicine. The patient was stable and discharged home on an unknown date. The patient was not taking any anticoagulant medication when the pericardial effusion was dedicated. The physician believes the pericardial effusion may possibly be related to the amplatzer amulet laao's stabilizing wires.